Event description:
Per the clinic, the patient experienced abrasion with external device use. The patient subsequently was treated with topical medication (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.